Event description:
It was reported that the battery of implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion with a drop in longevity from 12 years to 4 years within a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion and has abnormally high-power consumption with no apparent cause. Technical services consultant recommended replacement. This device was explanted and a new ICD of a different model was placed. This device was returned. No additional adverse patient effects were reported.